Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In lighthouse, errors 31089, 32132, 170 were found indicating the faults had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The patient side cart (psc) ccc was installed onto a golden system where the component functioned as expected.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, system was faulting with 170, and fiber errors, mostly pointing to possible the patient side cart (psc) but the logs are not clear. Site move around the blue fiber with no change. Site is going to swap to the xi system. The procedure was aborted to another dv system without reported injury.